Manufacturer narrative:
Manufacturer submitted a separate report (B)(4) for the cases of death mentioned in the publication. No information is available about identification of the device at the moment. It is possible that some of these cases were reported before. Manufacturer held a meeting with dr. (B)(6) on (B)(6) 2016 with following discussion: dr. (B)(6) said that freedom from svd seems now even better than what resulted from the kaplan-meier analysis and cannot be fairly compared with what published so far on the mitroflow small sizes. Dr. (B)(6) thinks that the real problem lays on the small annuli more than the valve model itself (as also mentioned by prof. (B)(6) with regard to trifecta during the (B)(6) at (B)(6)): shear stress and turbulences are worse than in bigger annuli. He acknowledges that in the past mitroflow was largely abused in patients with small annuli, where root enlargement was not an option. In small annuli, there is the actual risk of deforming the stent during implantation (pushing the valve deep in a very small area with relevant damage of the pericardium and deformation of the stent).

Event description:
The manufacturer was notified on 28 september 2016 about a publication which mentioned about 10 cases of re-operation with mean gradient above 50mmhg. Out of these 10 patients, mitroflow valve was explanted in 8 cases and 2 patients underwent tavi re-operation.